Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for dystonia. It was reported that the patient had a previous deep brain stimulator (dbs) implanted but then got an infection so the dbs was removed. The caller was not sure if the infection was related to the dbs or surgical procedure. The caller was unable to confirm which stimulator was implanted at the time of the infection. No further complications were reported or anticipated with this event.